Event description:
According to the reporter, while firing the fifth black reload in the bronchus in a laparoscopic pneumonectomy, it was possible to staple to the end and retract the blade but has a poor staple formation. The device broke, made a loud noise when fired and no longer worked. A new handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.